Event description:
During verification testing at the service center, the device did not sound an audible alarm tone during an alarm condition.

Manufacturer narrative:
During testing, the device did not sound an audible alarm tone during an alarm condition. This was due to a broken solder connection between the beeper assemblies which disabled the beeper assemblies. The cause of the broken solder connection could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.